Event description:
Pt called lfs alleging that their one touch ultra meter would only prompt the apply sample message. Sender medical affairs specialist spoke with the pt in january 2004, to obtain additional info, pt explained that the issue started eight days earlier. Pt attempted to test several times, however, the meter would only prompt apply sample. Three days later pt called the paramedics because pt was feeling nausea and had stomach pains. Pt took an additional 5 units of insulin prior to the emt arriving. Pt also had been eating less throughout the time of concern and taking the minimum amount since pt was unable to obtain a blood glucose reading. Pt takes humalog insulin based on their meter readings. Once pt arrived at the hosp at 10:30 am result of 325 mg/dl was obtained on the ER meter. Pt was treated with saline solution and released at 6:00 pm. Pt purchased a new battery and test strips in order to resolve the issue, however, the meter would not prompt a reading. The customer service representative walked pt through troubleshooting and the issue was not resolved. Pt's meter was replaced. Based on the info provided, the meter malfunctioned and the pt suffered a serious injury due to the malfunction.